Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the colonoscopy procedure, the error e102 which indicated failure of the subject device occurred. The user cycled the power and the issue was resolved and the user completed the procedure with same device. The examination lamp had been replaced approximately hundred hours before. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it was confirmed that e102 was resolved by turning it on again after e102 occurred. This may have occurred temporarily due to accumulated dust, as it has been confirmed that device has been cleaned.